Manufacturer narrative:
Device received with critical pump error and unable to download due to corroded electronic assembly. The motor home switch, force sensor and battery tube was corroded. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. Unable to verify unexpected error message due to critical pump error and download anomaly. Unable to verify rewind anomaly and unexpected pump shut down due to critical pump error. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error. Customer reported that the rewind did not succeed, after rewind she got an error and had to shut down the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.